Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The patient reported that they tried to activate the pod, but the needle did not deploy. The patient was prompted by their controller to deactivate the pod, despite attempting to activate the pod multiple times. Once the pod was the removed, the needle deployed while the pod was on a table. No impact to the patient's glucose level was reported. The duration of pod wear was not available, and treatment details were not available. Multiple good faith attempts were made to obtain additional information; however no additional information was available. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.